Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 9 july and 15 july, 2025. H11: the actual device was received for evaluation with 73ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred during unspecified date of march 2026. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusor had product remaining in the device even after 24 hours. The issues occurred during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 18000mg piperacillin / tazobactam in 240ml 0.9% buffered sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.